Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient who underwent breast prosthesis implantation with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2005 experienced health issues post-implantation. The patient reports that she now has an autoimmune disease (hashimoto's thyroiditis), adrenal fatigue, rashes and hair loss. As a result, the patient underwent bilateral explantation on (B)(6) 2018. The patient expressed desire to heal and hopes she does not get cancer. In addition, the patient expressed that the implants are a serious danger to women's health. No device issue, such as rupture, was reported. It is unclear whether or not symptoms resolved post explantation. This medwatch report is for the 2nd of two breast prostheses.